Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. After deployment of the trunk-ipsilateral leg component, angiography reportedly showed unintentional coverage of the left hypogastric artery by 2cm. The device was left covering the left hypogastric artery. It was reported the right hypogastric artery was widely patent, and final angiography showed retrograde flow into the left hypogastric artery. It was reported the root cause of the event was not enough contrast and an inadequate oblique view on imaging necessary to appreciate the distance from the lowest renal to the hypogastric artery. The pt tolerated the procedure.